Event description:
Reference number (B)(4). Event occurred in the united states. On 30-august-2024, it was reported that the patient encountered infusion set occlusion in the tubing event. Patient replaced infusion set and resumed insulin successfully. No further information available